Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual was evaluated and there were no defects observed with the system or the software. It was observed that the system was operating properly. Review of the log files indicates that only partial confirmation of the event "chamfer cuts gapping" could be confirmed. The observed gap was confirmed for the posterior chamfer cut during the log review, but there was no observed gap of the anterior chamfer cut. The assignable root cause of the event could not be determined but may have been the result of saw blade deflection or handling of the saw during the resection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information b5: additional information received by the reporter stated that the femoral cuts were all off for this particular case. They reported that they ended up re-cutting all the femoral resection and the surgeon took the probe to ensure the resections were complete the second time around. The chamfer gaps were detected during trialing, leading the surgeon to continue with a cemented knee versus a press fit. The surgeon ended up re-cutting the femur again using a 4:1 manual cutting block because he was unhappy with the amount of valgus he believed was present in the femur and because of the larger than normal gaps presented on the chamfers. At the end of the case, the surgeon felt the results were good.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Concomitant medical devices and therapy dates, base station device, unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported during a total knee arthroplasty procedure, it was observed that while using the robotic-assisted solution satellite station device, it was observed that the chamfer cuts were "gapping" and the "leg was put into more vagus". It was reported that manual recuts were performed. It was reported that the device was being used with a robotic assisted base station. It was not reported if there was a delay. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.